Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The customer stated that she did not know the blood glucose reading but recalled that it was high, estimated to be over 400 mg/dl. Upon troubleshooting, it was found that insulin did not exit during a plunger push and that there was greater than normal resistance. The customer was advised that the alarm had been caused by an infusion set or reservoir connection. She was advised to replace the infusion set and reservoir. She reported that the first no delivery alarm occurred a week prior while she was in the hospital for high blood glucose. She had previously reported the hospitalization. She believed she had high blood glucose because she had discontinued use of the device and treating by manual injection. Advised replacement of the reservoir and infusion set. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.